Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The therapy "never did work very well" for her but two nights ago she had many accidents (up 12 times). The patient also took hydrochlorothiazide. The patient had been having therapeutic ultrasound treatments on her foot at "2 mm". The patient was on program 3 and the patient was assisted in increasing stim to a level where she could feel it. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va078uw, implanted: 2013-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).